Event description:
It was reported to boston scientific corporation that a precision colonic stent was used during a stenting procedure performed in 2009. According to the complainant, the patient was undergoing a colonic stenting procedure due to a rectum structure caused by malignant neoplasms. During the procedure, the physician felt resistance when he attempted to pull the deployment suture to release the stent. The stent system bowed during the attempted stent deployment. Following a few minutes of attempting the stent has been partially deployed less than 1cm. The physician removed the stent and delivery system and the procedure was completed with a wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and stable.

Manufacturer narrative:
Partial deployment, bowing. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.